Event description:
Additional information was received on (B)(4) 2012, when product analysis was completed on the explanted generator. The device performed according to functional specifications and no elective replacement indicator (eri) flags were observed during testing. The device was continuously monitored for 25.75 hours. The programmed output current measured within limits and showed no signs of variation. Diagnostic values were as expected for the programmed settings. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. Product analysis on the lead was completed on (B)(4) 2012. A portion of the lead assembly body including the electrode section was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. What appeared to be remnants of dried body fluids were observed inside the outer and inner silicone tubes, in some areas. For the observed fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portion of the device.

Event description:
On (B)(6) 2011, a vns treating physician reported that the vns pt was experiencing pain from pulsations and contractions on the left side of his neck for a few hours. The pt went to the hospital and x-rays were taken. The physician reported that he noticed a lead fracture in the pt's x-rays; however, the x-rays were not sent to the MFR for review. The physician placed the magnet over the generator and the pt's pain stopped. The physician said that he has not performed diagnostic tests to confirm a lead break because he doesn't want the pt to start having pain in his neck again. The pt's generator was disabled and he was referred for full revision surgery. The pt's programming history was reviewed and the last system diagnostic test listed was from the date of implant, (B)(6) 2006, which revealed output=ok/ lead impedance = ok/ dcdc = 2/ eri = no. Add'l info was requested from the physician, but he reported that they will not fill out any requests for further info. He did say that they could send the pt's medical records, but none have been received to date by the MFR. Although surgery is likely, it has not yet been scheduled. When further info is received, it will be reported.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received on (B)(4) 2011, when it was discovered that the patient was scheduled for a full revision surgery on (B)(6) 2011. The surgery took place that day and the explanted lead and generator were returned for product analysis on (B)(4) 2011, that has not yet been completed.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.